Event description:
Per the clinic, the patient underwent a general anesthesia and a surgical procedure to remove excess skin from around the abutment.

Manufacturer narrative:
(B)(4): implanted device remains.